Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a wire on the tenaculum forceps instrument was exposed. The procedure was completed robotically with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp one was missing from inside the clevis. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.